Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump alarm external flash crc error. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer stated the insulin pump failed self-test. Customer stated the alarm did not happened during priming and rewinding process. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: blank display due to faulty. Unable to confirm alarm or perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.